Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device replacement, the replacement device was connected to the right ventricular (rv) lead. During defibrillation threshold testing (dft), there was noise on the rv lead which resulted in an inappropriate shock. The lead was capped and replaced, and the dft worked successfully with the newly implanted lead. The patient was stable following the procedure.